Event description:
This rv lead was implanted in an unknown date and still remains implanted at this time. During a remote monitoring on (B)(6) 2017, oversensing was noted. The patient said that he was fishing when oversensing happened and there were not any sources of big devices which could likely cause this oversensing. Rv lead impedance remains within acceptable range although there are fluctuations. Rv lead impedance ranges from 500-770 ohms. The physician was unknown at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).